Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms and pulsatility index (pi) events. The account attributed the alarms to arrhythmia and decreased mean arterial pressure (map); however, a specific cause for the pi events could not be conclusively determined. The submitted controller event log file contained events from 10apr2024 through 14apr2024. Transient low flow hazard alarms were captured on (B)(6) 2024. Of note, elevated pi values were observed during the low flow events. Intermittent pi events were captured on 12apr2024 through 14apr2024. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, this section explains, "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section also includes a list of heartmate 3 patient assessment methods, including assessment of the patient¿s mental status and level of consciousness. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for evaluation on (B)(6) 2024. The patient had a syncopal episode at around 2:30 am followed by an intermittent low flow alarm and ventricular tachycardia (vt). Later that day they had a cluster of pulsatility index (pi) events and a second syncopal episode with low flows. No equipment appeared damaged on visual inspection. It was noted that both syncopal episodes were witnessed. Based on log file data, the device seemed to operate as intended and all low flows self-resolved. The patient was treated with electrolyte and fluid management. The arrhythmia and decreased map were determined to be the cause of the low flow alarms. The arrhythmia resolved following treatment. It was noted that the patient did have an implantable cardio defibrillator (ICD) implanted prior to their pump, but there was no extended history of arrhythmia.